Event description:
It is reported that the drill bits are not drilling into the bone very easily. The drill bits will spin on top of the bone for a while before actually breaking through cortical bone. It is alleged that this may be causing necrosis in those areas.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.